Event description:
It was reported that the user made a meal announcement while the pump was not connected and asked whether the dose occurs immediately after announcing, indicating a use-of-device problem. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the component not otherwise specified and the issue traced to user operation rather than device function. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.